Event description:
It was reported that during follow up, increased capture threshold and intermittent capture were observed. Dislodgement was suspected. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.